Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported to olympus there was a concern the scope had been incorrectly reprocessed. Customer stated the scope was put in a steam sterilizer and believed there was no manual cleaning performed. Tac advised the scope should not go into a steam sterilizer per the reprocessing manual, and suggested customer send the device in for repair. The manual was email to the customer. Customer later declined per email that the scope was sent to a sterilizer, and stated the call was to obtain documentation that specifies processing methods. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope may have been incorrectly reprocessed. The issue occurred during device reprocessing and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the endoscopy support specialist (ess) investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined as no product was returned. An olympus endoscopy support specialist (ess) was dispatched to the user facility. The ess found that the staff wasn't using the suction cleaning adapter and doing the aspiration step. The scope site supervisor provided a letter stating that the sink had been validated by the FDA for the flushing/aspiration step in the manual cleaning of the sink endoscope matrix. This includes olympus endoscopes that calls out aspiration in the instructions for use (IFU). No other deviations were noted during the observation/in service. The event can be prevented by following the instructions for use which state: reprocessing manual: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.